Event description:
Pt stated that she has experienced several times the infusion set tubing separation from the luer lock. Pt stated that her blood glucose did elevate, but could not remember a blood glucose value. Pt stated that she changed the tubing and bolused to bring her blood glucose down.